Event description:
It was reported the patient experienced incontinence of bowel and increased weakness. MRI showed the intrathecal morphine pump - catheter entering the right paraspinal region at l2-3 and ascending to the level of l1-2. Results showed a 7 x 11 x 5 mm elliptical "mass" surrounding the intrathecal portion of the catheter and sac. The mass had increased from the previous MRI dated 09/14/2006. It was not clear if the mass was a pericatheter thrombus or less likely, some type of flow artifact. Tarlov cysts were also noted with the right s1 and left s2 nerve roots. The mass was to be surgically removed or explored. No outcome was reported. The hcp noted the diagnosis of the mass as a granuloma. The concentration of morphine had been as high as 60 mg/ml and as low as 5 mg/ml with an infusion rate between 0.2236 and 28 mg/day. Bupivacaine was also in the pump.